Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. The reported poor image resolution was associated with difficulty visualizing the stuck gripper. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation failure. It was reported that a mitraclip procedure was performed to treat grade 3-4 secondary mitral regurgitation (mr). When attempting to capture the leaflets, one of the grippers failed to raise. The clip was removed and a replacement mitraclip was used to complete the procedure. The mr was reduced to grade 1-2. There was no reported patient consequences or clinically significant delay. No additional information was provided.